Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. During inspection of this device, the fse found that the iabp fill port tubing was disconnected. Replaced the part and tested the iabp. Performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety tests per factory specifications. The iabp was then released to the customer and cleared for clinical service. Investigation was performed by technician of the maquet failure analysis and testing dept. (Fat). The failure analysis and testing dept. Received pneumatic cmpt luer with a reported unit failure of the iabp fill port was removed from tubing. The failure analysis and testing dept. Performed a visual inspection and found that the fill port was removed (broken off) from the luer fitting. Retaining the luer in the fat dept. Per procedure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) unit will not autofill. There was no patient involvement.